Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a suction break at the side cut during laser treatment. Additional information requested.

Manufacturer narrative:
The review of logfile for the day of treatment shows during the vacuum check an error message displayed. The user repeated the vacuum check and pass the vacuum check without further issue. The energy check and the ablation check were performed successfully without issue. The logfile shows eight successfully performed treatments. The energy was stable during the whole day. The reported treatment could be identified in the logfile. According to the logfile, the treatment of the patient's eye was aborted after the warning message displayed. The user performed a vacuum check without any issue. Review of the logfile for the treatment days prior the corresponding treatment day shows this warning message appeared too. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).